Event description:
The facility reported an infusion pump that switched off after upgrade. Info was not provided regarding whether or not the failure occurred during an infusion. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: the pump was evaluated by our international affiliate. During eval the reported condition of switch off after upgrade was confirmed due to a low lithium battery and a loose battery harness connection. To correct the reported condition the baxter repair tech replaced the lithium battery and the battery harness and tested the device per procedure.